Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The reported problem of precipitate could not be confirmed due to lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above (B)(4) at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2009. The complaint was received from a pharmacist at (B)(6) hospital and refers to an incident involving accusol 35 5l. The reporter stated that a precipitate was observed in the replacement line. During patient use. Treatment was stopped, the set changed and treatment recommenced with accusol of a different batch number. No patient injury or medical intervention was reported.